Event description:
MFR rec'd a report of a pt cutting her leg on a sharp edge of a manual wheelchair. The chair is continuing to be used by the facility without report of further incidents. Evaluation of similar chairs did not show sharp edges.